Manufacturer narrative:
An event regarding revision due to pain involving a trident 0° x3 insert 36mm ID was reported. The was not confirmed. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot a material analysis has been performed. The report concluded: explantation damage was observed on the surfaces examined. Burnishing, scratching and third body indentations were observed on the insert. These are common damage modes of uhmwpe. Conclusions: based on the provided information, the product reported in this investigation did not contribute to the event. The surgeon stated he added a screw to the shell for stability. The liner needed to be removed in order to be able to add the screw. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Procedure was completed successfully. Replaced items were the polyethylene insert and femoral head. Dr. (B)(6) also added a cancellous bone screw to the shell for stability and a taper adapter sleeve to address any concerns with micro motion. Left hip.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Procedure was completed successfully. Replaced items were the polyethylene insert and femoral head. Dr. (B)(6) also added a cancellous bone screw to the shell for stability and a taper adapter sleeve to address any concerns with micro motion. Left hip.